Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up in back up vvi. The user download successfully restored the device.